Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 418 mg/dl at the time of call. The customer reported the symptoms related to their high blood glucose frequent urination. The customer reported that their insulin pump had blank display. Customer stated the display returned after inserting new battery. Customer performed self test for blank display and self test was passed. The customer was treated with manual injection for high blood glucose. Customer stated that her blood glucose level started after her pump screen went blank. The insulin pump will not be returned for analysis.